Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent that was previously implanted in the pancreatic duct on (B)(6) 2015, was scheduled to be removed during a pancreatic duct stent removal procedure performed on (B)(6) 2016. According to the complainant, during attempted removal, the stent broke at the site where the snare was holding it. The physician tried to hold and pull the remaining stent piece, however, it broken again at the site where the snare was holding it. Due to the stent shortening, it migrated into the pancreatic duct. As a result, the physician inserted a stone retrieval basket to completely remove the remaining stent. It was noted that the stent might have become hard due to occlusion. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".